Event description:
New information received stated that an interrogation from (B)(6) 2020 showed the anomalous alert for elective replacement indicator and radio frequency lockout were cleared successfully.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic with the anomalous alert for elective replacement indicator on the pacemaker. It was determined that the alert was falsely triggered due to exposure to ablation tools after an unrelated procedure. On (B)(6) 2020, the patient presented in clinic to clear the notification but the device was found in radio frequency lockout. The patient was scheduled to come to the clinic on a later date to clear the notification. There were no adverse consequences to the patient.